Event description:
A peritoneal dialysis (pd) nurse from the patient's peritoneal dialysis clinic reported that the patient suffered a stroke and was admitted to the hospital on (B)(6) 2014. The patient's pd therapy reportedly had been going well with no issues or injury, and was not considered to be a factor. He was discharged on (B)(6) 2014 and was able to continue completing peritoneal dialysis treatments using the cycler until (B)(6) 2014 when the patient was re-admitted to the hospital due to high fever, without allegation of device malfunction. Medical records were requested.

Manufacturer narrative:
Based on the info provided, there was no indication that the device caused or contributed to the reported event. This MDR is being filed to document the event. The post market surveillance dept has requested medical records and investigation s are pending. The device has not been returned for physical evaluation. A clinical review of the medical records and a plant investigation concerning the device are in progress, and a supplemental medwatch report will be submitted upon completion.